Event description:
A female patient with history of peripheral vascular disease and coronary artery disease underwent a coronary intervention on (B) (6) 2010. A femoral angiogram taken prior to mynx deployment documented significant calcification; however, they proceeded to use the mynx for femoral artery closure. Hemostasis was successfully achieved and the patient was taken to recovery. It was reported that the patient had complaints of groin pain for the next 24 hours and was taken to the operating room (or) on (B) (6) 2010 for cut down and removal of an occlusion at the superficial femoral artery which was reported to be mynx sealant. The patient was also transfused 2 units of blood during the procedure. It was reported that the patient tolerated the procedure well and was discharged from the hospital 2 days later without further clinical sequela.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on information received and investigation performed, the cause of the reported occlusion could not be conclusively determined. The occlusion may have been caused by what is believed to be a sealant misdeployment. However, without source documents or the material to perform chemical analysis of the composition this could not be confirmed. In addition, it was reported that hemostasis was achieved successfully. Therefore, there is no evidence to suggest that the mynx device did not meet specification or perform as intended per instructions for use. It was also reported that the patient had a history of peripheral vascular disease and coronary artery disease and a femoral angiogram taken prior to mynx deployment documented significant calcification. Per the mynx instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.